Event description:
The customer stated that a patient sample was tested three times on the cell-dyn emerald analyzer and discrepant results were observed. Results were not reported to the physicians. Patient 1: 1st run, 2nd run, 3rd run (expected values). Wbc: 11.1, 1.2, 8.5 (4 - 12 10^3/ul). Rbc: 5.52, 1.69, 4.48 (4 - 6.20 10^6/ul). Hgb: 13.8, 1.9, 11.0 (11 - 17 g/dl). Mcv: 87.9, 88.2, 87.1 (80 - 100 fl). Plt: 496, 365, 116 (150 - 400 10^3/ul). No impact to patient management was reported.

Manufacturer narrative:
The customer issue was resolved with site visit troubleshooting. Specimen results, qc data, precision data, and calibration data were submitted for review. Review of the data found that lym, mid, and gra parameters were flagged as invalid and l5 (large size cells present) flag was generated. Instrument event log was not available for review. Instrument service was requested and performed on june 1, 2023. The system was cleaned and lubricated. Gain checking/adjustment, precision check, and calibration were performed. Quality control passed after the service. No issue was reported after the service. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a patient sample was tested three times on the cell-dyn emerald analyzer and discrepant results were observed. Results were not reported to the physicians. Patient 1: 1st run, 2nd run, 3rd run (expected values) wbc: 11.1, 1.2, 8.5 (4 - 12 10^3/ul) rbc: 5.52, 1.69, 4.48 (4 - 6.20 10^6/ul) hgb: 13.8, 1.9, 11.0 (11 - 17 g/dl) mcv: 87.9, 88.2, 87.1 (80 - 100 fl) plt: 496, 365, 116 (150 - 400 10^3/ul) no impact to patient management was reported.